Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly outer diameter was unable to measure due to the pusher assembly kink. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint becomes retracted through the friction lock, resistance will likely be experienced when attempting to advance the device. Forcefully advancing the device against this resistance may result in the kink observed on the pusher assembly. During functional testing, the embolization coil was unable to advance within its introducer sheath due to the mid-joint being retracted proximal to the friction lock. After properly re-sheathing the device into its introducer sheath, the embolization coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the branch of the left external carotid artery using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all within its introducer sheath and, therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.